Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. User also reported that they were hospitalized after they had a stroke caused by high blood sugar.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, bg values entered as calibrations fit sg trends well, with occasional differences due to lag. The user was advised to re-link their sensor. After the sensor re-link, the user stated that they wanted to have the sensor removed as they has a stroke due to high blood sugar.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. Customer care attempted multiple callbacks and escalated the case to the next level of support. Review of the sensor data did not indicate any system malfunction. Support provided instructions to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment, and after several attempts, the user successfully completed the sensor re-link using the provided steps. The user was advised to resume system use and complete four calibrations to finish the initialization phase, followed by one calibration daily for three days; however, subsequent system review indicated the user had not resumed use, and multiple follow-up attempts were made. The local representative later reported that the user had been hospitalized due to a stroke (MFR#3009862700-2025-01910), and customer care informed the representative that the user wanted the sensor removed. The stroke was not related to this complaint or to the device, and the system was not in use at the time. The health effect clinical code and impact code have been updated accordingly. B4.date of this report 09 jan 2026. G3. Date received by the manufacturer? 09 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.